Event description:
The event is reported as: the tube would not deflate and was not used on a pt. No report of pt injury.

Manufacturer narrative:
The device sample was returned for evaluation. The device history record, (DHR) review was conducted for the reported lot number. The DHR investigation did not show issues related to the complaint.